Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. Additionally, it was reported that a cartridge alarm occurred during basal delivery. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was around 498-500 mg/dl.